Manufacturer narrative:
A patient experienced ineffective therapy. System diagnostics recorded high impedances on all lead contacts. Surgery was performed wherein the lead was explanted and replaced. Therapy was restored. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number- (B)(6).

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all lead contacts. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.